Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon had a hole and was leaking fluid. The same issue occurred with the second and third hurricane rx dilation balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon of a larger size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result. Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. It was also noticed that the rx tunnel was damaged. Microscopic inspection found that the balloon had a pinhole. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. It is possible that interaction with scope and other sharp devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon had a hole and was leaking fluid. The same issue occurred with the second and third hurricane rx dilation balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon of a larger size. There were no patient complications reported as a result of this event.